Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2019-03489, 2029046-2019-03492 are related to the same incident.

Event description:
This complaint is from a literature source. The following complications were reported in this publication: it was reported that 2 patients underwent catheter ablation of atrial fibrillation and suffered transient phrenic nerve palsy. Intervention was not reported. No other details were provided. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected devices is smarttouch thermocool. Other biosense webster devices that were also used in this study: smarttouch thermocool sf, ablation index, lasso. Non-biosense webster devices that were also used in this study: none. Publication details: title: reproducibility of acute pulmonary vein isolation guided by the ablation index. Objective: this prospective, multicenter study was designed to evaluate the reproducibility of acute pv isolation guided by the ablation inbdex (ai). Results: between november 2017 and ended in july 2018, a total of 490 consecutive patients with paroxysmal (80.4%) and persistent af underwent first time pvi.